Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with erosion of the device. The device and the associated right atrial (ra) and right ventricular (rv) leads were explanted. No additional adverse patient effects were reported. The explanted products were deemed contaminated and were not expected to be returned.